Event description:
It was reported that there was a leak between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. This occurred during use of the devices for pd therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.